Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that there was no capture on the right ventricular lead at maximum outputs. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable following the procedure.

Event description:
New information received on november 6, 2018 indicates that the patient's right ventricular lead may have exhibited a fracture.